Manufacturer narrative:
Device used for treatment and not diagnosis. The primary purpose of the u-joint mechanism on this instrument is to allow for the transmission of torque to the instrument's working end at divergent angles the access exposure would otherwise not accommodate for a straight instrument. As these devices with a loss of position retention can still perform their primary function of transmitting torque to the driver tip for the insertion of screws into that vertebral body, the design is adequate for the application with the use of the guiding forceps as specified in the technique guide. Per the technique guide, the tapered u-joint driver, (B)(4) is to be used with guiding forceps, (B)(4), for position guidance and directional control into and out of the aiming device during the procedure. Mechanical testing was performed to test the screw-through properties, (B)(4). The worst case mean for peak torque was observed to be 7.09 nm. In the same study, plate breakage was observed at torques 6.6 nm, 7.4 nm, 6.5 nm, and 5.4 nm. Also a screwdriver handling test was performed, filed in dhf (B)(4). It shows that the average locking torque for the small silicone handle in the set is 3.44 nm. The two studies listed above suggest that excessive torque may have been exerted on the screw during tightening that broke the plate at the wall. Note: the 13.5mm gold plate is the worst case plate in the set. Although no torque limit specification is included in the technique guide, instructions for using tightening torque using just 4 fingers is mentioned. The technique guide also mentions the following, as soon as the ring marked on the screwdriver meets the entry point of the aiming device; the screw is locked to the plate and should not be advanced further. The holding pins of the u-joint are worn. The position memory of the u-joint was reduced due to worn out peek-bushings and pins in the pin-joints. The position memory can be lost due to forcible use or wear and tear. Device is an instrument and is not for single use: entered in error.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation not yet complete. Placeholder.

Manufacturer narrative:
Date was entered in error, no implant date should have been reported.

Event description:
During surgery for an alif procedure, the plate cracked while trying to insert the 3rd screw into plate. The three drivers loosened while inserting and removing the screws. The broken plate was removed and a new plate and screws were implanted. Surgery time was extended by approximately 30 minutes.